Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred in during treatment. The patient was reconnected to the back filled saline bag by the nurse. The patient experienced severe abdominal pain. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. Related MDR: 2937457-2014-00003.

Event description:
A clinical manager reported a saline bag back filled during patient treatment. The patient disconnected from the machine to go to the bathroom. When the patient returned, the registered nurse noticed the saline bag was full. She thought that someone changed the bag and reconnected the patient to complete treatment. She rinsed back the dialysate into the patient. The patient complained of severe abdominal pain and signed off treatment against medical advice to go home. He resumed dialysis schedule with his next treatment.